Manufacturer narrative:
Other, other text: follow-up report 001 should have an aware date of 03/30/2021, corrected data: follow-up report 001 should have an aware date of 03/30/2021.

Manufacturer narrative:
Other, other text: three pictures and one unit was returned for analysis. The male luer was broken in the middle. Instructive for use was reviewed: (10012333-003 rev. 100 IFU, ext set, cadd, m-luer, clamp, 0.2 disk filter, asv w-m-luer.) On section cautions says: do not use this product if it appears damaged. On section instructions for use the first step says: remove end cap and connect extension set luer (with blue cap) a to end fitting on filled medication cassette reservoir b. Based on IFU the male luer cannot be connected if its broken at the middle. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd extension sets. It was reported that the male ll connector broke which resulted in leakage. This occurred with one young patient. No injury was reported.